Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that partial stent deployment and a stent fracture occurred. The lesion was located in the very calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced over a .035 amplatz guidewire and stent deployment was initiated. The stent was deployed 30-40mm using the thumbwheel with abnormal resistance in the thumbwheel and eventually it became stuck. The physician then pulled back on the delivery system toward the sheath to release the stent from the shaft. The stent could not be fully deployed and it fractured. Everything was pulled out from the patient, losing access, however a piece of the fractured stent remained in the patient. The physician obtained pedal access and used a different stent to stent through the innova¿ to repair the lesion. The procedure was completed. There were no patient complications and the patient¿s status was reported as fine.

Manufacturer narrative:
Deice evaluated by mfg: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. Visual examination showed multiple kinks and buckling throughout the outer sheath. The mid-shaft showed no damage. The inner liner showed kinks and damage throughout the shaft length, the tip was also missing. The stent was not returned; therefore, the reported fracture could not be determined. The pull handle was loose in the device. The handle was opened to inspect for further damage. The internal components showed that the retainer clip had detached from the pull handle. The proximal inner was also loose inside of the handle. The device was inspected and had to cut the mid-shaft 4 inches from the retainer clip to pull the mid-shaft out to inspect for evidence of silicone inside of the outer sheath. No further damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment and a stent fracture occurred. The lesion was located in the very calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova stent was advanced over a .035 amplatz guidewire and stent deployment was initiated. The stent was deployed 30-40mm using the thumbwheel with abnormal resistance in the thumbwheel and eventually it became stuck. The physician then pulled back on the delivery system toward the sheath to release the stent from the shaft. The stent could not be fully deployed and it fractured. Everything was pulled out from the patient, losing access, however a piece of the fractured stent remained in the patient. The physician obtained pedal access and used a different stent to stent through the innova to repair the lesion. The procedure was completed. There were no patient complications and the patient¿s status was reported as fine.